Event description:
It was reported that a 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the nurse opened the package, she found the gasket tore, so it was not used. There was no consequence to the pt.